Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a slap hammer broke while the surgeon was attempting to remove the oracle trials during a procedure on (B)(6) 2015. The end portion of the instrument came off as the screw holding the device together broke. The break was reported to be clean, generating no fragments. No reports of procedural delay. Surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the oracle slap hammer (part 03.809.972, lot 75827) was returned with the shaft broken from the adaptor component at the threads. Replication of the complaint condition is not applicable since the part was returned broken. The complaint condition is confirmed. The oracle slap hammer is used in the oracle spacer system as well as the t-pal system in order to remove trial spacers. Product drawings were reviewed during the evaluation. A previous evaluation found that the pin connecting the threaded portion of the shaft and the adaptor acts as a stress riser, contributing to the failure. Failures of this type are impacted by a combination of design, age of the instrument, and technique used. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Hospital contact number: (B)(6). Additional manufacturing release date: february 27, 2009. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: synthes lots 6093628 & 6094541. Nemcomed (presently avalign - nemcomed) manufactured the oracle slap hammer (part number 03.809.972, lot 6093628 and 6094541 [both lots per supplier lot number 75827]). Lot number 6093628 was manufactured for 50 parts. The lot was manufactured and conformed to specifications as noted in the certificate of compliance, dated february 19, 2009. Parts were released to the warehouse on february 25, 2009. Lot number 6094541 was manufactured for 5 parts. The lot was manufactured and conformed to specifications as noted in the certificate of compliance, dated february 20, 2009. Parts were released to the warehouse on february 27, 2009. Both lots were inspected and conformed to the synthes inspection sheet. One non-conformance noted was that the instrument was assembled incorrectly - item #4 was assembled 180 degrees off on 52 out of the 52 parts in the lot. The non-conformance report results indicated 5 parts were scrapped and 47 parts were returned to the supplier (rts). The ncr was closed on march 31, 2009. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.